Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s touchscreen was cracked after the patient tripped and fell on the device, resulting in a damaged display that remained powered but was not usable and no longer watertight. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included replacement of the device and patient transition to backup therapy until the replacement arrived. Investigation included review of the event description and confirmation of device replacement logistics. Investigation of this device revealed damage consistent with physical trauma to the touchscreen component, with impaired user interface function but continued device power. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.